Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The customer did provide a photo that appears to show an epidural catheter. However, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
It was reported that: "anesthesiologist was not able to pass the catheter through the epidural needle. She removed the catheter and noticed the wire reinforced small spring inside was broken into pieces inside the catheter. No patient injury occurred. Catheter was removed and a competitive catheter was successfully placed." There was no patient harm or consequence. Associated complaints 9680794-2024-01257, 9680794-2024-01258 and 9680794-2024-01259.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "anesthesiologist was not able to pass the catheter through the epidural needle. She removed the catheter and noticed the wire reinforced small spring inside was broken into pieces inside the catheter. No patient injury occurred. Catheter was removed and a competitive catheter was successfully placed." There was no patient harm or consequence. Associated complaints 9680794-2024-01257 and 9680794-2024-01259.